Event description:
It was reported that the customer had high blood glucose levels of 8.7 mmol/l. It was reported by that the sensor electrode of the sensor was missing when the sensor was removed from the body of the customer. The customer was advised that the sensor would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Reliability analysis inspected 3 opened and used enlite sensors, performed bicarbonate buffer test per dop114-830. 2 of 3 failed per specification. 1st for low readings and 2nd found sensor with cannula retraced inside sensor base 1 remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.